Event description:
Procedure: laparoscopic nissen. Reportedly, a piece of the cannula broke off at the distal end, into the cavity. An x-ray was taken and the piece was not found or removed. No injury was reported.